Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery replacement alarm remaining triggered after replacing the alkaline batteries as well as power cable disconnect alarms on the mobile power unit (mpu) was not confirmed. The returned mpu was evaluated by service depot alongside known working test heartmate equipment. Visual inspection of the returned mpu did not reveal any issues. The returned mpu was connected to an ac power source and the unit booted up as intended without any issues. The mpu was then connected to a test system controller and mock circulatory loop for an extended period of time and no issues or atypical alarms were produced, including when the patient cable was manipulated along the length of the cable. A full functional checkout was performed, and the unit passed all steps of testing without any issues. The serviced unit was returned to the customer site after passing all tests per procedure. Log files were reviewed for the reported event date 05dec2024; however, there were no observed irregular voltage variations or power cable disconnects while connected to the mpu from the log files submitted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on (B)(6)2024. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the status of the aa batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the clinic and complained of low battery and connect to power alarms. The alarms occurred while the patient was connected to power, both wall and battery. The patient visited the clinic and had a power cable disconnect alarm on their system controller. A system controller exchange was performed after the log files were retrieved. The ventricular assist device (vad) coordinator changed the aa batteries in the mobile power unit and it continued alarming and displayed a critical battery message. The mobile power unit would be returned for evaluation. Following review of the submitted log files, it appeared there were unusual power cable disconnect alarms when the patient utilized both the mobile power unit and battery power. The alarms appeared to have been the result of relative state of charge (rsoc) invalid flags, which may have been due to worn system controller leads. The pump appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.